Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed motor error, pump dying without warning, and has a blank display. The customer¿s blood glucose level was 5.3 mmo/l at the time of the incident. The customer mention chaining the battery 4 times and it did not fix the problem. The customer was advised to contact her health care provider to order a new pump since the pump she has is out of warranty. The insulin pump will not be returned for analysis.